Event description:
It was reported that the flex deflectable videoscope displayed image in a sandstorm state. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error) due to damage to the imaging unit and corrosion of the electrical contacts in the video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image displayed in a sandstorm state was due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.